Event description:
Retention issues were reported since 2012 and even the strongest magnet did not hold on the head so he could not use the audio processor. As per additional information received on march 09, 2020 the device was explanted at the request of the user. Re-implantation was offered in 2012 and again when the device was explanted but the user refused.

Manufacturer narrative:
Conclusion: according to the received information from the field, the recipient was having retention issues of the external device to the implant. Reportedly the strongest external magnet variant was in use but still the problem could not be solved. Device investigation confirmed that the internal magnet is working within specified limits. No other scenario than a too thick skin flap would explain the experienced issues, although a normal thickness of the skin is reported. Mechanical damages found at the implant electrodes are attributable to the removal surgery. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Retention issues were reported since 2012 and even the strongest magnet did not hold on the head so he could not use the processor. As per additional information received on march 09, 2020 the device was explanted at the request of the user. Reimplantation was offered in 2012 and again when the device was explanted but the user refused.